Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 03-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the patient¿s nasogastric tube (ngt) became clogged after giving magnesium oxide (a medication that does not dissolve well). The clinicians "were trying to unclog it and when using a syringe to push warm water in, it would go in, but then once pressure was released from the syringe, the water would come right back out of the tube back into the syringe. After a few times of that, then it pushed through. The rn [registered nurse] thought that the clog was gone, but on x-ray that night, the ngt looked displaced- so they pulled it and discovered the large hole in the side of the tube toward the distal end." There was no reported injury.